Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. The reported product is not expected to be returned as the device was removed at hospital. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low readings issue with the freestyle libre sensor. The customer reported she was experiencing vomiting, abdominal pain, irritation, dry mouth, and tachycardia and went to a hospital. A laboratory blood glucose result of 700 mg/dl was obtained, as compared to a sensor scan of 200 mg/dl. The customer was diagnosed with diabetic ketoacidosis, hospitalized, and treated with antibiotics, hydrating infusion, and insulin via IV. The comparison when plotted on a parkes error grid fall into the "out of range" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.